Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verioiq meter turns off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged power issue first began. The patient¿s testing frequency and diabetes management are not specified and it is not known what action the patient took in response to the alleged meter issue. It is not known if the patient developed any symptoms as a result of the alleged issue nor is it specified if the patient received any form of treatment after the product issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged issue remains unresolved since the patient was not willing to complete troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no evidence the patient suffered signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.